Event description:
It was reported that the user experienced recurrent low blood glucose readings after the usual breakfast around midday while using the ilet system, with device alerts indicating values at or below 54 mg/dl. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting, including discussion of potential adjustment of blood glucose targets and referral to a trainer. Investigation included review of available glucose data and case discussion with the user. Investigation of this case revealed that the specific cause of the hypoglycemia remained unclear, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.